Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was returned and the reported gripper actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Functional testing confirmed that the gripper functioned as intended with no gripper actuation issues observed. The investigation was unable to determine a conclusive cause for the gripper actuation issue. It is possible that there were interactions during the procedure (unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. The other clip delivery system referenced is being filed under a separate medwatch report.

Event description:
This is filed to report that only one gripper raised when the gripper lever was raised. It was reported that the patient with degenerative mitral regurgitation (mr), underwent a mitraclip. The clip delivery system (B)(4) was prepared per instructions for use (IFU) and no issues were noted. The cds was advanced and the clip was positioned over the mitral valve. The clip was opened and the gripper lever was raised; however, only one gripper arm raised. The other gripper am remained lowered. The physician tried several times to raise both grippers, but one gripper arm remained lowered. The cds was pulled out of the steerable guide catheter (sgc) and a new cds was prepared. The second cds (B)(4) was prepared per IFU without issue. This device was advanced into the anatomy; however, when the device was in the left atrium and positioned over the mitral valve, the same issue occurred. When the clip was opened, only one gripper arm raised, the other remained lowered. The cds was removed and a third was prepared and the clip was successfully implanted. The mr grade was reduced from grade 3 to grade 1. No additional information was provided.